Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 56 mg/dl. The customer reported seeing the notification light blinking and receiving a message saying bolus not delivered. The customer did troubleshooting the issue and cleared the alarm. The customer¿s current blood glucose level was 300 mg/dl. The customer declined troubleshooting. The customer states probably ate too much when treating for the low this morning. The insulin pump will not be returned for analysis.